Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 would not cauterize. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.